Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited oversensing which was stored as atrial fibrillation (af) episodes. It was further reported that the patient experienced tachycardia events which occurred for longer than the device detected. The device remains in use. No patient complications have been reported as a result of this event.